Event description:
It was reported the port where the programmer rf (radio-frequency) head inserts into the programmer was noted to be loose and causing loss of contact with the implantable device during interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head connector on the link electronic module (lem) circuit board was loose. It was also noted that the left lower display hinge was loose. (B)(4).